Manufacturer narrative:
Driveline cable (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of the controller log files was not performed since log files covering the reported event date were not available for analysis. On-site inspection of the driveline cable revealed breaks in the outer sheath, confirming the reported event. A driveline sheath repair was performed to mitigate the conditions reported. Based on internal investigation, the most likely root cause of driveline sheath damage may be attributed to multiple factors including design issues and/or exposure to uv light. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2018 patient was at the clinic and reported that driveline outer urethane sheath was compromised on (B)(6) 2018, at the time rescue tape was applied. On (B)(6) 2018 patient was seen at the clinic were procedure was explained and visual assessment of driveline showed previous repair at the distal point overlapping onto the strain relief and a second 4cm repair 26cm proximal to the repair on the strain relief for the connector. Both were removed it was noted that the distal 23cm of the driveline had no urethane coating and 11cm proximal to that the urethane coating was separated from itself in several small ringlets. The driveline was cleaned prior to repair. Modified repair was completed from the midway point of the exposed distal silicone conduit of the driveline, 1/2 in. Silicone tape was wrapped around this area then the repair was wrapped around the driveline in overlapping fashion to the strain relief and then doubled back and wrapped in an overlapping manner 34cm up the driveline and looped back to origin. Device remains implanted. No patient complications have been reported as a result of this event.